Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed 0 units of insulin was being delivered for their basal rate. During troubleshooting with tandem technical support it was found that the customer had a personal profile turned on that had a 0 unit basal rate. Customer stated they forgot to turn on their regular personal profile settings. Customer had elevated blood glucose (bg) levels reaching 300 mg/dl. Customer delivered manual injections to bring bg levels back to target range.